Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Patient female, (B)(6) old, (B)(6) kg. Abbott dual-chamber pacemaker was implanted more than 10 years ago due to third-degree atrioventricular block. Recently coming to the hospital for testing, (B)(6) found that the pacemaker battery was about to run out, so he decided to replace the pacemaker. It was replaced on (B)(6), 2020. The pacemaker model was 5826 and the serial number was (B)(4). The patient found that the pacemaker's current consumption was 41 microamperes when the pacemaker programed the patient before discharge from the hospital today. The remaining life of the device is shown as 1.75-2.75 years. In the afternoon, I personally tried to adjust the parameters, but the current consumption of the pacemaker was still about 40 microamperes. (B)(6) will perform 5826 replacement surgery on the patient later. The product will be sent to the company for further inspection after it is taken out in the future.

Manufacturer narrative:
Correction: corrected statement is sent in follow-up.

Event description:
It was reported that the patient presented for a routine device exchange. After the procedure, it was noted that the pacemaker's battery consumption settings were too high. The setting could not be adjusted and battery consumption will deplete sooner than anticipated. The pacemaker was explanted and replaced. Patient was stable post procedure.

Manufacturer narrative:
Final analysis found the reported premature battery depletion was confirmed in the laboratory. High current was observed during bench testing and was traced to the hybrid. The cause of the premature battery depletion was due to excess current on the hybrid.